Event description:
Medical affairs spoke to the pt's diabetes educator in 2004 and obtained/verified the following information: the pt phoned the diabetes educator to inform her that the meter would not power on. Pt told her that the battery would not fit in the battery compartment properly. The pt was unable to test their blood sugar for a few days due to the issue. It was discovered during troubleshooting that the battery contact was loose. It is not known how this occurred. In 2004, the pt was admitted to the hospital with a diagnosis of diabetic ketoacidosis. They had not been testing for a few days before the event, due to the meter issue. The diabetes educator stated that they thought the pt was continuing to take their set amount of insulin; because they were vomiting on the day of the hospitalization they may have missed last dose prior to going to the hospital. The diabetes educator was unable to provide any more details of what occurred leading up to the event. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to reach the pt for more clinical information.